Manufacturer narrative:
The explanted system was discarded and is not available for return. Per the event description, the infection was found to be caused by the patient¿s psoriasis. The device was not thought to have contributed to the infection. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
The physician reported a patient implanted with an evoke spinal cord stimulation (scs) system had presented in the emergency room with an infection due to the patient's psoriasis that had tracked to the implant incision. Three days later, the patient¿s scs system was explanted. The physician did not think the scs system caused or contributed to the infection.